Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 65,111 169 and 295mg/dl. The customer's expected fasting blood glucose test result range is 120 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 137 and 137mg/dl using true track meter. The test strip lot manufacturer's expiration date is 02/24/2019 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). She takes her blood test fasting. Customer takes metformin to manage her diabetes and has not had any changes in her diet or exercise. The code chip matches the test strips. The customer does not have any strips left from the container. The time on the meter is incorrect.